Event description:
Clotting was noted in dialyzers and/or venous chamber of cobe c3 tubing. It was also reported that when heparin was recirculated in tubing for 10 minutes prior to treatment, it showed better result.